Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. The product sample or additional supporting materials from the account was not available for this incident. Without a physical product sample, we are unable to perform any functional or visual testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during the laparoscopic gastric resection procedure, the doctor attached the instrument to close the pylorus. The instrument closed and activated. During firing, the handle "cracked" and the reload could be opened after the completed release, which was hard. The jaws of the device locked on tissue. There was poor staple formation and the handle broke off. No components fell into the patient's cavity. Also, the staple line was incomplete and some of the staples were open. To complete the case, a new handle and reload were used without issues. Surgical time was not extended. The patient is alive and has no injury. There was no post-op problem with the patient. There was no tissue damage or blood loss.